Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803.the device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced dental implant mobility issues and a dental implant loss. Implantation on (B)(6) 2025, bone spreading, closed healing. Upon exposure on (B)(6) 2026, the implant proves not to have healed. It is surrounded by connective tissue and has become covered with granulation tissue.